Manufacturer narrative:
The pump was reported to intuvie for displaying an error message and requiring repair. However, during the good faith effort (gfe) response, the customer clarified that there was no error message, but the pump was not beeping to notify the nurse when treatment was completed. The device was returned for investigation, where a reportable failure was identified: the speaker was not producing sound as expected. A review of the serial number history found no prior similar complaints. The reported issue was confirmed, and the root cause was determined to be a component failure of the speaker module. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the pump had no error message it was not beeping to inform the nurse when treatment is complete. There was no patient involvement reported.